Event description:
During the parotidectomy procedure, prior to activating the instrument, it was noticed that the tissue pad had fallen off the instrument into the patient. The pad was removed from the patient without any further measures and the case was completed with a second instrument with no patient consequence.